Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned. Analysis was performed and no anomalies were found. The returned device indicated the set screw was found in the connector bore.

Event description:
It was reported that the patient presented to a follow up visit feeling dizzy, tired and short of breath. A device interrogation found that the right ventricular (rv) lead had no capture and had high impedance and an x-ray confirmed that the lead was not fully inserted into the device header. The physician suspected an issue with the device setscrew on the rv lead port. The device was explanted and replaced and the rv lead remains in use. No patient complications have been reported as a result of this event.